Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the stopper was cocked in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one photo and one sample for investigation. The evaluation of the customer sample and photo indicated that the stopper is cocked. Additionally, 100 retained samples were evaluated, and no further examples of a cocked stopper were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the stopper was cocked in 1 tube. No adverse impact was reported regarding the patient or user.